Event description:
Additional information received reported that the infection had a start date of (B)(6) 2021, patient outcome is ongoing and stable at time of study in which treatment included changes to medication to antibiotic gentamicin 0.1% ointment.

Manufacturer narrative:
Manufactures investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01oct2020. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient presented with redness on right flank and some tenderness. The patient¿s driveline started oozing on (B)(6) 2021. The patient was diagnosed with pseudomonas aeruginosa and given intravenous (IV) zosyn and transitioned to cipro 250mg two times a day (bid) and gentamicin drops. The patient was to continue with chronic cipro and gentamicin drops. No additional information provided.